Manufacturer narrative:
Investigation pending.

Event description:
Discrepant low results alleged on patient self tester. On (B)(6) 2013: inratio 2.2; on (B)(6) 2013: lab 9.8. Time between testing 12 hours. Patient's therapeutic range 2.0 to 3.0. Patient hospitalized on (B)(6) 2013 due to bleeding.